Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for recommended replacement time (rrt) from the implantable cardioverter defibrillator (ICD). It was noted that the battery depletion was earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a shorting/low impedance in the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.